Event description:
It was reported that during incoming operation a hole or rip on tyvek in a package was found. No patient involvement.

Manufacturer narrative:
(B)(4). : information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Two cartons were received. Each carton contained 12 sealed packages. The customer complaint indicated that there was damage like a hole or rip in the tyvek. The cartons had slight impact damage visible. Each package inside the cartons was visually inspected. On visual inspection, it was confirmed that one package from each carton had a hole, but the holes were not in the same location on the packages. It was noted that the hole was formed inside-out and appeared to be a result of compression of the package determined through imprints of the device on the tyvek. The holes lined up with respective portions of the cartridge geometry. The visual observations of the samples could be indicative of potential mishandling of sales unit carton as both sales unit cartons displayed some damage to the box on the side corresponding to the side with the damaged package. It cannot be concluded with certainty if the damage to the sales unit carton directly correlates to the damage on the primary package. The cause or origin of the holes cannot be determined conclusively. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.